Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, repeated recoverable error 48245 occurred. The customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and confirmed repeated recoverable error 48245 in the logs. The isi tse had the customer turn on the lamp and perform a vision side cart (vsc) hard power cycle, but the error persisted. The customer used an external illuminator to continue with the procedure. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without errors. The procedure was completed robotically with an external illuminator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue and replaced the illuminator as a solution. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The illuminator was analyzed and failed due to error 42845 upon testing on the printed circuit assembly (pca) si system. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.